Event description:
An endurant ii aui was implanted during the endovascular treatment of an 50mm abdominal aortic aneurysm repair. It was reported during the procedure, the endurant ii aui stent graft was used due to an occluded iliac artery and a prior fem-fem bypass. The stent graft was deployed with no issues. The delivery system was positioned proximally to recapture the spindle without any problems. However, the delivery system could not be moved distally during removal and appeared to be stuck. It was confirmed that suprarenal stenting was not the cause of the sticking. The patient was treated with the endurant ii aui stent graft and limbs. The procedure was completed successfully, with no endoleak observed. Per the physician the cause of the removal difficulties undetermined. No additional clinical sequelae were provided, and the patient is fine.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5: additional information received : it was reported that there was no damage noted to the delivery system nor the packaging prior to use. It was stated that the surgeon was eventually able to get the device recaptured/sheathed as normal and removed from the patient. There was some angulation present in the aortic neck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Film evaluation summary: the removal difficulties were confirmed on the films provided; however, the cause of the event could not conclusively be determined. The lack of pre-implant cts did not allow for assessment of the pre-implant anatomy. Angiograms showing the advancement of the delivery system and stent deployment were also not available for review. It is possible that the patient¿s tortuous neck, as noted by the stent graft angulation, may have been a contributory factor. Analysis of the returned films did not review any stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis conclusion: the device was returned with the external slider partially retracted and the backend thumb wheel in the home position. Spiral deformation and bunching was visible to two locations along the spiral tubing, with spiral separation and tearing to the spiral sheath at the proximal deformation site. The spindle was not captured in the taper tip sleeve with the backend thumb wheel in the home position, and a gap was observed between the spindle and the taper tip sleeve when the backend thumb wheel was fully advanced. A tug test confirmed that the spindle was still welded to the spiral member. The reported difficult to remove could be confirmed through the analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.